Event description:
It was reported that the right ventricular-his bundle (rv) lead exhibited failure to capture, an acute increase in and high thresholds. The rv-his bundle lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.